Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer prompted a usacquisitionhw_31 error when it was connected to the system in the middle of a surgical transesophageal echocardiography (tee) procedure. The error indicated that the tee lens temperature circuit was malfunctioning and there was a possibility of overheating. The user reinitialized the transducer and was able to continue and complete the tee. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, no physical damage was observed on the articulation sleeve area. A system investigation was able to reproduce the reported system 31 error. During destructive analysis, it was found a thermistor trace + crack and open on gastro flex #7 which could lead to system error 31 (temperature/thermal). Electrical open was confirmed by multimeter test. The possible root cause of the reported complaint is electrical component (fpbc) trace micro crack because of insufficient reliability. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.